Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.